Event description:
While performing a pt procedure on the CT system, the customer was positioning the pt support in the inward direction, utilizing the gantry control panel, and reported that when they released the "in" button the pt support continued to move inward another twelve to eighteen inches before stopping. Philips service confirmed there was no harm to a pt, operator, or bystander due to this issue. The pt was removed from this CT system and the procedure was performed on a different CT system. There was no rescan. Philips service determined the pt support failing to stop when the "in" button was released was the result of a stuck button on the gantry control panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013 the customer reported that while performing a patient procedure, the operator was positioning the patient support in the inward direction utilizing the gantry control panel and stated that when they released the "in" button the patient support continued to move inward another twelve to eighteen inches before stopping. Philips service confirmed there was no harm to a patient, operator, or bystander due to this issue. The patient was removed from this CT system and the procedure was performed on a different CT system. There was no rescan. Philips service determined the patient support failing to stop when the 'in' button was released was the result of a stuck button on the gantry control panel. On (B)(6) 2013 the fse replaced the left gantry panel. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury. Based on the information provided the probable cause of this event was due to a stuck button on the left gantry control panel.